Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2009. It was reported that the revision surgery was performed due to armd by replacing of metal liner, metal head, and stem on (B)(6) 2018. After the surgery, the surgeon noticed that there was a black deposit in the taper fitting part and inside of the head. No further information was provided by the hospital. Doi: (B)(6) 2009; dor: (B)(6) 2018; unknown affected side.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.